Manufacturer narrative:
Product evaluation: analysis results not available; device discarded and will not be returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1 day after their initial procedure the patient began experiencing "increased heart rate and respiratory rate". The findings were "right middle lobe pneumonia". "Given tylenol, levaquin, clindamycin and zofran in ER. Given zosyn, vancomycin and levaquin on floor" after being admitted. The patient was "discharged to home on (B)(6) 2016 with diagnosis of aspiration pneumonia with sepsis, and sent home on levaquin and augmentin and to continue asthma medications from prior to surgery." The patient has since recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.